Event description:
It was reported that the first right ventricular (rv) lead was implanted but high thresholds and poor sensing were noted. Only one of the lead's two electrodes had good threshold. The other electrode was moved several times but the physician couldn¿t find any good sensing spots with this one. A second right ventricular (rv) lead was attempted to be used for sensing only but it was found to have worse thresholds and sensing compared to the first lead. The second rv lead was not used and it was decided to keep the first rv lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).